Manufacturer narrative:
The device was not returned to mmdg for investigation. Based on the information provided by the initial reporter, the pump was infusing at a rate that mmdg would consider reportable. This report will be updated if any new information is made available.

Event description:
The initial reporter stated that the patient is reporting that she had three pumps that were finishing infusions an two hours before they should have. They also stated that the pumps did not alarm. Mmdg did follow up with the initial reporter to try and obtain additional complaint information, patient condition and pump information, but the only information provided was that the patient was "doing fine". (B)(4).